Event description:
The customer reported that their pump became hot to the touch. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup insulin pump to ensure continued insulin delivery. Technical support initiated a return process for the pump and the charging supplies, shipping a replacement pump to the customer. The necessary instructions, including putting the pump into storage mode and using a pre-paid return label for shipping the defective pump back to tandem, were provided and acknowledged by the customer.